Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light on the distal end of the scope flickering while in use could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera ii xenon light source¿s distal end light was flickering intermittently during procedure preparation. According to the initial reporter, she changed the bulb but that did not resolve the issue. However, when she put the light source in manual, the flickering subsided.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. While testing the unit, there was no flickering light noted. However, evaluators did find a worn-out scope socket with a poor connection and a damaged front panel mouth. It was also noted that the unit was equipped with a non-olympus lamp that provided a lamp life meter reading of less than 50 hours. Olympus recommends using an olympus- approved lamp for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.